Event description:
It was reported that during an attempted implant the physician damage the outer insulation of the right atrial (ra) lead while cutting the solo track introducer. The lead was not implanted; another lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).